Event description:
Patient had star sliding core bearing revised.

Manufacturer narrative:
Sliding core bearing revised after being implanted for 7.5 years. Visual evaluation shows fractured sliding core bearing. Review of device history records shows no anomalies.